Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of pseudoaneurysm and thrombosis are listed in the prostyle instructions for use as a potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported pseudoaneurysm, thrombosis and serious injury/ illness/ impairment could not be determined. The reported patient effect of pseudoaneurysm and thrombosis are known inherent risks of the procedure. A conclusive cause for the reported patient effect of serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Us0774-8142 it was reported that on (B)(6) 2026 suture placement in the left common femoral artery was done with two perclose prostyle devices using the pre-close technique via a 20f sheath hole prior to a tavi (transcatheter aortic valve implantation) procedure. The tavi procedure was completed. Hemostasis was successfully achieved with the prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was discharged home the next day on (B)(6) 2026. On (B)(6) 2026 the patient was seen in the emergency department with dizziness, altered mental status, headaches, chest pain, back pain, and dysuria. A partial thrombus in the left groin was identified with an arterial duplex and a computerized tomography scan found a pseudoaneurysm in the left common femoral artery. Vascular surgery was consulted and recommended the patient be followed via outpatient with a repeat duplex imaging of the left groin. The patient was monitored, but no intervention was performed. Per study physician, the dizziness, altered mental status, headaches, chest pain, back pain, and dysuria are not related to the pseudoaneurysm. No additional information was provided.